Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The balloon was able to be inflated and to hold inflation; thus, the inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the concentric, mildly tortuous, 85% stenosed, distal femoral artery, the armada 35 balloon dilatation catheter (bdc) was attempted to be inflated 3 separate times, but the balloon did not inflate. There was no reported adverse patient effect. A different armada 35 bdc was used in the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.